Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked "from the infusion hole". This was identified before use. There was no patient involvement. No additional information is available.